Event description:
It was reported that the 9800 sys intermittently has communications error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The communications cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.